Event description:
It was reported the catheter migrated. Fluoroscopy confirmed the catheter tip had migrated from t8 to t11. The t11 catheter tip location was confirmed to be non-therapeutic for the pt. A v-wing anchor was used at implant. The physician felt the catheter pulled down some while anchoring the catheter at implant. The catheter tip location was not confirmed at the time. A catheter revision was performed 2008. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
Results: catheter.